Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2007, the patient reported that his infusion device was beeping and "77" was displayed on the screen. He stated that he was using recalled power packs. He was aware of the power pack recall. The patient only had a recalled power pack available to insert into the infusion device. He inserted the power pack, and the infusion device functioned properly. He was advised to dispose of all recalled power packs. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Corrected power packs were sent to the patient. No product will be returned for evaluation.